Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was impossible to slit the catheter during implant. An alternate slitter was used to complete the implant. No patient complications have been reported as a result of this event.